Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 511:320:658:0000 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
The condition of failure code 511:320:658:0000 was confirmed due to a defective uim (user interface module) board. The uim board was replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been previously serviced by baxter. A device history review has been performed and there were no exceptions noted during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.